Event description:
It was reported a patient underwent a cesarean section on (B)(6) 2023 and suture was used. When attending noted that the 0-CT-1 tip was broken off and the c-section was paused at the time to have a stat abd x-ray to see if the tip of the needle can be seen on the x-ray. Charge rn and circulating rn in or with patient. X-ray came to or 2, did the xray and the attending and x-ray tech determined that there was no needle tip in the patient. Mds continued with c-section at this time. The radiologist did a final read on the xray and determined there was no foreign body left in the patient. Incision closed and dressing applied by md. All counts were correct in the or.

Manufacturer narrative:
Product complaint # (B)(4) if further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This medwatch report is in response to receipt of a voluntary medwatch form (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.